Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient began experiencing increasing pain and decreasing function. Upon revision, it was noted the medical cement mantle had fractured. At this time another cement is being added to the complaint and reported. The complaint was updated on 04/10/2017.

Manufacturer narrative:
No device associated with this report was received for examination. No product contribution to the reported event was identified. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Clinical der and sales rep states that the patient was revised to address pain and tibial loosening at the cement/implant interface. Depuy cement was used.